Event description:
It was reported that asymptomatic patient presented to operating room for normal eri change out and externalized conductors were found on the lead. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 19.1-19.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.